Event description:
Rptr complains of the following: arthritis symptoms in right elbow and hip, numbness in leg, knees and ankles, stiffness when getting up, joint swelling, pain, muscle fatigue, swelling hands and fingers, skin rashes on neck and breasts, breasts are tender, burn, hurt, itch and are getting smaller, severe fatigue, general aching and stiffness, cold arms, feet and hands, implants are too small and malpositioned and have wrinkling around nipples, implant migration under arm, balance problems, numbness and tingling in arms, difficulty sleeping, and memory problems.